Event description:
For nearly a year I watched my health deteriorate (from very active an pain free to feeble and pain riddled at (B)(6)). Physically experienced weight gain, joint paint, swollen/chronically inflamed uterus (feeling of bowling ball stuck in my uterus/cramping/sharp pain in tubes), back pain, migraines; and mentally experienced brain fog, chronic fatigue, mood disorders/anxiety/depression which resulted in a hysterectomy. (B)(4).